Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap colon procedure, the active blade was broken. The part fell into the pt and could be removed. No further info is available. Another device was used to complete the case. There were no adverse consequences to the pt.